Event description:
Thrombus pt is currently being treated with heparin and coumadin.

Event description:
Pt with an nmt device developed a thrombus on the device. Pt has been placed on a regiment of heparin and coumadin.